Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image occurs. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image could not be identified. In addition, the cause of the noisy image was due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue occurred during the installation. There was no patient involvement.